Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. No ts or suture remain on the insertion needle. The trigger has been fully advanced and locked within the handle indicating a complete deployment. Two 12 inch pieces of suture were also returned, no ts. The suture length is consistent with a successfully used devices. Examination of the suture showed it has been cut clean, no other irregularities were observed. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during the surgery, the first t was implanted but the second t slipped out after it was pushed. No patient injury or other complications were reported. Back-up device was available to complete the surgery. Delay greater than 30 minutes was reported.